Event description:
During a coronary drug eluting stenting treatment procedure, the hypotube fractured while trying to cross the target lesion. In 2005 the target lesion was located in the mildly tortuous left anterior descending artery. The lesion was severely calcified and 100% occluded. Plavix was prescribed prior to the procedure. Using the femoral srtery the vessel was predilated with an unknown brand, 15mm balloon. There were difficulties encountered while trying to pass the taxus express2 2.75 x 28mm drug eluting stent across the lesion. The hypotube fractured outside the guide while the stent was triying to be advanced. There were no reported patient complications with this stent and the procedure was completed with a tazus liberte stent following further vessel dilation. Plavix, aspirin, and beta blockers were prescribed following the procedure.